Event description:
Caller reported a cgm error and sought assistance for pump issues. There was no adverse impact to the customer's blood glucose level. Cts provided guidance on performing a pump reset, after which the error did not reoccur, and the caller successfully started their sensor session.